Event description:
It was reported that the patient had an aortic root thrombus noted in the initial post operation period. The thrombus remained on the last imaging performed on (B)(6) 2024. The next computed tomography (CT) scan was scheduled for on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was no thrombus noted on the cta from (B)(6) 2024. The results were that the left wall cardiac defibrillator generator was in position, with leads extending into the right atrium and right ventricle. The lvad was in normal position. Left sided aortic arch with conventional 3 vessel aortic branching. No significant aortic atherosclerosis. No evidence of thoracic aortic dissection. Thoracic aortic measurements were as follows: sinuses of valsalva: 34 mm x 34 mm x 32 mm, sinotubular junction: 28 mm, mid-ascending aorta: 30 mm, transverse aortic arch: 24 mm, mid-descending aorta: 21 mm, level of diaphragm: 21 mm. The heart and vessels were stable cardiomegaly with left ventricular enlargement. No pericardial effusion or thickening, severe coronary artery calcifications, and normal size of the pulmonary arteries. The lungs had no emphysema, mild scattered airway thickening, no bronchiectasis or bronchiolectasis, proximal tracheobronchial tree was normal, no endobronchial lesions, mild scattered parenchymal scarring primarily within the right middle lobe, lingula and left lower lobe, persistent clusters of centrilobular groundglass nodules in the right middle and lower lobes as well as the left lower lobe, superior segment. There was no new or suspicious pulmonary nodules. There was no evidence of cavitation. There was no pleural effusion or pneumothorax. There was no mediastinal or hilar adenopathy and esophagus was not patulous. There was bilateral renal cortical scarring-greater on the right, normal adrenal glands, and the remainder of the upper abdomen was unremarkable. There was normal osseous mineralization, previous median sternotomy, no significant thoracolumbar degenerative disk disease, no thoracolumbar compression fractures, normal alignment of the thoracolumbar spine, no osteolytic or osteosclerotic destructive lesions. The thyroid gland was normal with no masses or nodules and the airway was midline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an aortic root thrombus noted in the initial post operation period. On (B)(6) 2024 a computed tomography angiography (cta) showed a 3.1 cm thrombus in the aortic root/sinus of valsalva with qualitatively worsening components in the right sinus of valsalva and similar-appearing components in the left and noncoronary cusp. After measurements were difficult given the multilobulated nature of this thrombus, but overall, the right coronary cusp component had increased from (B)(6) 2024. Again, the left coronary cusp component extended into the left main coronary artery. The distal portion of the lad was not opacified and may be occluded, please note this study was not optimized for coronary artery opacification. The right coronary ostium appeared patent. Similar-appearing heterogeneous opacification of the right atrium and inferior vena cava (ivc) for which thrombus was not excluded. A cta of the head on (B)(6)2024 also showed l inferior m2 occlusive stroke, and acute mid to proximal left m1 occlusion. Large ischemic penumbra corresponding to the left middle cerebral artery (mca) territory was seen. Detection software reported 30 ml core infarct in the deep left mca territory, though this could be overestimated due to early timeframe of imaging. The thrombus remained on the last imaging done on (B)(6) 2024. The next computed tomography (CT) scan was scheduled for (B)(6) 2024. The patient had subtherapeutic international normalized ratio (inr) which was believed to be the cause of the aortic root thrombus. The left ventricular assist device (lvad) speed was increased to 5700 for minimal ongoing opening of the aortic valve on transthoracic echocardiogram (tte). The patient had symptoms of nausea, vomiting, and stroke-like symptoms such as right sided weakness and altered mental status (ams). A heparin drip was given for the thrombus and a thrombectomy for mca. The thrombus had presumably resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.